Event description:
It was reported a new pump was implanted on (B)(6) 2015. After implantation, the patient went to the emergency room (ER) with complaints of postural headache, nausea and vomiting. The patient was admitted to the hospital for 4 days with baclofen overdose. The patient's dose was reduced by 33%. Therapy was suspended on (B)(6) 2015. An examination on (B)(6) 2015 was normal for the subject. The event was reported as mild (does not interfere in a significant manner with the subject¿s normal functioning level) the event was reported as related to the intrathecal medication and programming/refill. The event resolved without sequelae on (B)(6) 2015. The pump was used to deliver lioresal baclofen (including admixtures). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Event description:
On 2016-08-04 a pump session report from (B)(6) 2015 was provided. This noted the patient's pump was last changed on (B)(6) 2015. The pump delivered baclofen 2000 mcg/ml at 149.8 mcg/day in simple continuous mode. The pump was updated on (B)(6) 2015 and the daily dose was decreased by 33% (as previously noted) to deliver 2000 mcg/ml baclofen at 100 mcg/day.

Event description:
Additional information received stated the cause of the overdose was unspecified.

Manufacturer narrative:
Concomitant product: product ID 8781, lot # 0209144421, implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was further reported via the representative that the baclofen dose and concentration after the catheter blockage surgery (see manufacturer report #(B)(4)) was not adjusted but because the patient did not receive the full dose previously because of the blockage, the dose was too high after that revision. The event diagnosis was changed from postural headache to baclofen overdose. Should additional information be received a supplemental report will be filed.